Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. The customer then reported that a minimum fill notification occurred after the user filled the cartridge with 155 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was high on continuous glucose monitoring. The customer gave a correction bolus via pump to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.